Manufacturer narrative:
For regularization - retrospective review / FDA request. Error of the person which transmitted a ligafix 60 instead of a ligafix 30 recommended in the framework of the kj technique (because screws is harder and more resistant). Lack of knowledge of the product. To date, this type of usage error remains isolated. In view of the elements transmitted, no corrective action implemented.

Event description:
(B)(4). Implantation failure reported: screw broke during surgery / btb technique. Use of another ligafix 60.